Event description:
It was reported that during a laparoscopic gastrectomy, clips came out at a time and the clips were malformed. The malformed clips were removed. Another device was used to complete the case. There were no adverse consequences to the patient. There was a possibility that the clip had deployed slightly because a new nurse had grasped the trigger several times before the device was passed to the surgeon.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did more than one clip come out at a time? The information was not provided from the hospital. Which firing of the device did this event occur on? About the 4th firing. What vessel or structure was the device fired on at the time of the event? Right gastro-omental artery. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, the device fired out of the patient.